Event description:
It was reported that this patient experienced 11 electrical shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) device during a surgical procedure for a leg amputation. The sicd device was checked post-surgical interrogation, that this s-ICD device impedance and all measurements are stable within normal range. The device remains implanted. No additional patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.